Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave ablation catheter 31mm during procedure to treat a paroxysmal atrial fibrillation, the irrigation stopped in flower position. Device was inserted into the left atrium. Left inferior pulmonary vein (lipv) ablated first with no issues. Then moved to left superior pulmonary vein (lspv) in flower position. Nurse then noticed that saline pressure bag to catheter was not dripping, irrigation line outside of the body appeared all fine. Farawave undeployed to basket and irrigation line seen to start flowing again. Having done the basket lesion, returning back to flower position in left superior pulmonary vein (lspv) resulted in irrigation stopping. Procedure continued despite this event. Catheter then moved to the right superior pulmonary vein (rspv). Applications in basket and then back to flower performed, once back in flower, irrigation resumed in this position. Therefore, previous issue resolved itself. No further issues encountered for the rest of the procedure. Catheter retained and will be send back for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. Functional testing was performed, and a guidewire was able to be inserted through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Flushing was tested in all positions, and no abnormalities were observed during flushing.

Event description:
It was reported that a farawave ablation catheter 31mm during procedure to treat a paroxysmal atrial fibrillation, the irrigation stopped in flower position. Device was inserted into the left atrium. Left inferior pulmonary vein (lipv) ablated first with no issues. Then moved to left superior pulmonary vein (lspv) in flower position. Nurse then noticed that saline pressure bag to catheter was not dripping, irrigation line outside of the body appeared all fine. Farawave undeployed to basket and irrigation line seen to start flowing again. Having done the basket lesion, returning back to flower position in left superior pulmonary vein (lspv) resulted in irrigation stopping. Procedure continued despite this event. Catheter then moved to the right superior pulmonary vein (rspv). Applications in basket and then back to flower performed, once back in flower, irrigation resumed in this position. Therefore, previous issue resolved itself. No further issues encountered for the rest of the procedure. Catheter was returned for analysis.